Manufacturer narrative:
The reported event that a suprapectineal plate pro qls right (catalog # 425911s) was alleged of implant breakage after surgery could be confirmed, since an x-ray showing the breakage was provided. More detailed information about the complaint event, such as the lot number, the age and activity level of the patient, the type of fracture the device was implanted to fix, the operative technique that the surgeon followed, the date of implantation and occurence of the event, as well as the affected device must be available in order to determine the root cause of the complaint event. Nevertheless, based on the complaint history review, some potential root causes are, but are not limited to: some early/ precocious weightbearing on the implant. As a reminder, the IFU states: " [...] Post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. [...]" Implant damage during storage or placement of implant. As a reminder, the IFU states: " [...] Intra-operative : avoid surface damage of implants. Discard all damaged or mishandled implants. [...]" A misfit of the plate to the bone, which could have induced a bad repartition of mechanical constraints on the plate. As a reminder, the operative technique states: "[...]the fit of the plate on the bony surface should be as precise as possible, so the insertion of screws will maintain position of the fragments (fig . 1) . During plating and screw insertion, it is common that the bone is drawn toward the plate and not the plate toward the bone (fig, 2). (Page 30)[...] " the device inspection revealed the following: the x-ray scan that was attached confirmed the failure mode: the suprapectineal plate implanted on the right side of the patient's pelvis is indeed broken, towards the two-thirds of its length on the anterior part of the pelvis. A review of the device history for the reported lot was not possible since the lot number was not provided. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
It was reported by stryker project engineer, who got aware of a complaint during a european pelvic course in hamburg. Dr.(B)(6) showed a presentation with a x-ray of a broken pro suprapectineal plate (ref 425911s). He reported that he used the same plate again with additional independent screws (matta 3.5mm cortical screws ref338610- /-750). No further information available.

Manufacturer narrative:
The reported event that a suprapectineal plate pro qls right (catalog # 425911s) was alleged of implant breakage after surgery could be confirmed, since an x-ray showing the breakage was provided. More detailed information about the complaint event, such as the lot number, the age and activity level of the patient, the type of fracture the device was implanted to fix, the operative technique that the surgeon followed, the date of implantation and occurence of the event, as well as the affected device must be available in order to determine the root cause of the complaint event. Nevertheless, based on the complaint history review, some potential root causes are, but are not limited to: some early/ precocious weightbearing on the implant. As a reminder, the IFU states: " post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. Implant damage during storage or placement of implant. As a reminder, the IFU states: " intra-operative :¿ avoid surface damage of implants. Discard all damaged or mishandled implants. A misfit of the plate to the bone, which could have induced a bad repartition of mechanical constraints on the plate. As a reminder, the operative technique states: "the fit of the plate on the bony surface should be as precise as possible, so the insertion of screws will maintain position of the fragments. During plating and screw insertion, it is common that the bone is drawn toward the plate and not the plate toward the bone." The device inspection revealed the following: the x-ray scan that was attached confirmed the failure mode: the suprapectineal plate implanted on the right side of the patient's pelvis is indeed broken, towards the two-thirds of its length on the anterior part of the pelvis. A review of the device history for the reported lot was not possible since the lot number was not provided. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by stryker project engineer, who got aware of a complaint during a european pelvic course in hamburg. Dr.med. C. Showed a presentation with a x-ray of a broken pro suprapectineal plate (ref 425911s). He reported that he used the same plate again with additional independent screws (matta 3.5mm cortical screws ref338610- /-750). No further information available.